Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025 around 10:00am, the patient's sister visited the patient and found her unconscious laying on the floor. Her sister called 911 and was transported to the hospital by paramedics. The last thing the patient remembered prior to bring taken to the hospital was feeling unwell. She was dizzy, nauseated, shaking, was extremely thirsty and vomiting. She could not recall the cgm value during that time. She thinks that this event might have occurred due to the insulin pump overdosing her with insulin. She stated that the dexcom g7 and omnipod were not communicating properly and no other information was provided about the functioning of the two devices. Upon arrival at the hospital, the patient was diagnosed with diabetic ketoacidosis and was admitted to the intensive care unit. She was in a diabetic coma for 3 days. She was treated with IV fluids, antibiotics, multiple bags of unspecified IV medications. Her bg finger stick readings were monitored throughout the day and was administered insulin via injection. During hospitalization, the patient underwent 2 surgeries related to a diagnosed "hole on her colon". It was not specified if this was related to this event. She was discharged on (B)(6) 2026. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2025, the app was not in an active sensor session. However, the previous session started on (B)(6) 2025 at 10:13 pm. On (B)(6) 2025, the estimated glucose values rose above the high alert threshold (200 mg/dl), and the app delivered high alerts at 70 percent volume from 05:50 pm to 06:53 pm. The app experienced signal loss from 06:48 pm to 03:18 am the next day, (B)(6) 2025. At 01:53 am, egvs rose to high (over 400 mg/dl), which remained for the duration of the session. Signal loss alerts were delivered at 70 percent volume from 07:03 pm to 07:28 pm. Additional alerts are not visible due to gap in logs, but the system is designed to continue to deliver signal loss alerts until acknowledged or signal returns. When signal returned, at 03:23 am, the app delivered high alerts at 70 percent volume until 11:28 am. The app experienced signal loss for about an hour and a half. When signal returned, at 12:58 pm, the app delivered high alerts at 70 percent volume until 03:13 pm. The app continued to experience intermittent signal loss and deliver high alerts at 70 percent volume until 09:58 am the next day, (B)(6) 2025. At 10:03 am, the sensor failed, and the app delivered sensor failed alerts at 70 percent volume. No alerts were acknowledged during this time. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.